Event description:
According to the sales rep. A metal stent was previously implanted in the common bile duct due to villous papillary tumor. The indication for the procedure being performed (endoscopic dilatation of cbd) was tumor ingrowth through the implanted metal stent and overgrowth of the tumor. A no profile mve olbert balloon was used to perform a bile duct dilatation with an inflation pressure from 4 to 6 atm. According to all information received, the balloon burst during the dilatation, there was a tear to the bile duct and the physician placed a plastic stent to bridge the tear. The patient went to intensive care and stabilized. The patient was discharged to home and is reported to be stable.